Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer stated that the insulin was squirting out during manual prime process. The customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting was done. The customer stated that they received second series of beeps and numbers appeared on the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window.